Manufacturer narrative:
Device eval summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned to zoll. Preliminary download data shows that the device was not activated on (B)(6) 2011, when the pt passed away. Awaiting return of equipment to zoll. A supplemental report will be submitted upon receipt of equipment and completion of investigation. Device manufacture date: monitor sn (B)(4) manufactured 02/2009, electrode belt sn (B)(4) manufactured 08/2008. Eval method: data from a manual download was reviewed after pt death.

Event description:
The physician of a (B)(6) female pt notified a zoll territory manager that the pt had died while wearing the lifevest and the device did not deliver a treatment.